Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an error-9 message while using the adc device and was therefore unable to obtain readings. The customer experienced symptoms of hypoglycemia including sweating, shaking, sudden sleep, and required treatment of one sachet of gluc up glucose gel provided by husband. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported encountering an "error-9" message while using the adc device and was therefore unable to obtain readings. The customer experienced symptoms of hypoglycemia including sweating, shaking, "sudden sleep", and required treatment of one sachet of gluc up glucose gel provided by husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The returned reader was investigated. Visual inspection was performed on returned reader. No new issues were observed. Built-in reader test was performed and all tests passed. Error message was not observed. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering an "error-9" message while using the adc device and was therefore unable to obtain readings. The customer experienced symptoms of hypoglycemia including sweating, shaking, "sudden sleep", and required treatment of one sachet of gluc up glucose gel provided by husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.